Manufacturer narrative:
MDR retraction: on january 20, 2025, an initial medical device report (MDR) was filed under the manufacturing report number 3003442380-2024-37242. Following this submission, new information came to light revealing a sensor-related issue connected to the complaint. After reviewing this additional data, which was received on february 25, 2025, the case has been reassessed and deemed non-reportable. Consequently, this current MDR submission serves to withdraw the original MDR filing. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of high blood glucose and diabetes ketoacidosis. Therefore, the patient was admitted to hospital on (B)(6) 2024 at 3: 00 pm. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.